Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. There were no irregular bolus requests. Cgm alert 3 (cgm glucose reading below user threshold) annunciated at 2:40pm on (B)(6) 2018. Two cartridge change sequences were conducted on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was 44 mg/dl which was addressed with carbohydrates. Reportedly, the contact gave carbohydrates to the customer and the contact always obtains what the customer needs, not just in low bg scenarios. The cause of bg was unknown. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.